Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. An investigation was conducted and the ¿black spots¿ on products reported by the customers was attributed to the following probable causes: embedded spots - allowable for chemical manufacturing & control (cmc) material, present in all dressings in varying degrees and evidence of pectin and pentalyn contributing to spots due to change color. High temperature on mixer 06, may cause mass burned. Residues of mass accumulated in the mixer extruder screws reaching to the product as part of the normal mix of mass process. A CAPA has been raised to address these issues. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported black dots were present on the dressing. Photos depicting the reported complaint issue were provided by the complainant.